Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic for normal follow-up. Low, out of range hv lead impedance was observed. Programming changes were made. Patient will continue to be monitored with routine follow up.